Event description:
It was reported that this pacemaker exhibited oversensing on the atrial channel resulting in pacing inhibition. The patient reported a heart rate of 30 beats per minute (bpm). No additional adverse patient effects were reported. At this time, this device system remains in service.